Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc considered that the reported phenomenon was attributed to the accidental failure of the emergency lamp due to the failure of the filament by an impact such as vibration.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that there was failure of the emergency lamp and the error e207 which indicated the emergency lamp was blown or failed was displayed. The user facility finished the case with the subject device. The subject device was used with a video system center (otv-s190). There was no report of patient injury associated with the event.